Event description:
Pt had ruptured ectopic pregnancy requiring exploratory laparotomy and left salpingoopherectomy. A drain was inserted during surgery. When the drain was removed, it broke into two parts. Surgery was performed on 10/24/95 to remove the part that remained floating in the peritoneum.